Event description:
It was reported that one of the connections on a pressure monitoring kit was broken on the first day of use. Neither the detail of malfunction nor the broken part is unknown. There were no patient complications reported.

Manufacturer narrative:
The reported event of connection issue was confirmed. As received, pressure tubing of planecta on distal side was detached from its housing. The detached tubing with male connector was not returned for evaluation. Bond indication was observed on bond area of the detached planecta housing . No other visible defect was observed from the returned kit. Further evaluation regarding supplier related quality issues is under investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.